Manufacturer narrative:
A philips service engineer replaced and secured the articulation arm solenoid bushing to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on 07/16/21. Reference corrections and removal report number 3019216-07/16/21-002-c.

Event description:
A customer reported the swivel mechanism of their epiq elite ultrasound system¿s control panel did not lock properly during transport. According to case details, the customer was driving the system to a different location and the control panel unlocked and swiveled unexpectedly. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.